Manufacturer narrative:
The reported failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging ventilator inoperative alarm occurred on a trilogy evo ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an critical error code in relation to the machine flow sensor drift above the specification (>0.2lpm) was recorded in the device event log. In conclusion, the device's system board and machine flow sensor were replaced to address the issue. Additionally, during the evaluation of the device, error codes in relation to mcl_foc_shutdown and drift_debug were recorded in the event log unrelated to the reported malfunction. A 4-year preventative maintenance was performed, and the muffler assembly and air inlet foam filter were replaced. The device passed all final testing.